Event description:
It was reported that the insulin pump had a crack on the display screen. The customer stated that she observed black pixels on the display, which was condensation within the screen. She declined to provide the blood glucose reading and declined assistance for the issue. She also noted that the insulin pump required frequent battery changes every 3 to 4 weeks. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.